Manufacturer narrative:
H10: two device were returned for evaluation. The investigation for both devices identified a circumferential break at the glue joint. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dr135610. Pta balloon dilatation catheter allegedly experienced a break. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
For the two complaints, one sample is returned for evaluation and the second sample is not being returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dr135610. Pta balloon dilatation catheter allegedly experienced a break. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. Age, weight, and gender were not provided for both patients.